Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller had a ¿defective purge cassette¿ alarm. Staff then primed and tried a second new purge cassette, which did not clear the alarm. The decision was made by nursing to change console. There was no patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H6 type of investigation code added.

Manufacturer narrative:
The investigation has been completed. Data analysis: on 8/23, 8 days into running pump 498216 the user attempted a cassette change. After removing purge cassette 1786350, a new purge cassette was inserted. Unfortunately, the purge cassette was not able to be read causing the aic to log "purgeadmin: rfid crc failure 0xc80023 44735" which resulted in a defective purge cassette alarm. Unidentified cassettes are inserted and removed repeatedly over the following 30 minutes which were not read properly. Just before the pump is removed, cassette 107320 is finally read correctly, removed, then read correctly again. Device analysis: the console was returned for testing but multiple purge cassettes were inserted with no ability to reproduce the failure mode. Decoding the crc failure, the rfid was looking to read 0xc80023 but read a different value. This could be force reproduced by changing the rfid on a purge cassette which will output what the console thinks the rfid should read. Root cause: the defective purge cassette alarms could have been caused by an intermittently failing rfid pca (0042-3070). D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report.